Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, the device has not been returned to carefusion¿s failure analysis lab. Carefusion field service engineer (fse) was dispatched to evaluate the device. Fse report: the field service engineer confirmed tha the touch screen was unresponsive. He replaced the front panel assembly, ran system checks and the ventilator passed, and has been placed back in to service.

Event description:
The customer reported an unresponsive touchscreen on the vela ventilator. Field service engineer (fse) was requested to evaluate the reported device. The customer reported the issue occurred during pre-use check so there is no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the vela ventilator front panel display. Upon visual examination there was ingress moisture residue on the front panel display. The reported issue of the touchscreen being unresponsive was not duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. This issue will be internally investigated.